Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. No unexpected bad battery alarms noted. Unit passed the rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. Unable to verify a35 alarm, perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm, a motor position encoder error alarm, a bad battery alert, and an additional error alarm. Blood glucose level at the time of the incident was 517 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.